Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m55 lead, implanted (B)(6) 2012; 407645 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead amplitude threshold was reprogrammed due to intermittent phrenic nerve stimulation. The lv lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the system longevity study (sls).